Event description:
During an endoscopic procedure to address active diffuse duodenal bleeding, the physician used a cook hemospray endoscopic hemostat. It was reported that "a (B)(6) patient, admitted to the ICU for treatment of pulmonary septic shock, presenting coagulation disorders and active diffuse duodenal bleeding. It was chosen to perform endoscopic therapy with the application of hemostatic powder, but without success. Failure of the powder triggering device was observed, even after correct fitting of the catheter and opening of the release valve." The procedure was completed with another device. The information reported indicates that the device was used in a pediatric patient, which is an unapproved patient population. The instructions for use (IFU) warn against the use of hemospray in young patients, stating: "hemospray has not been approved for use in pediatric populations, no safety or effectiveness data exists and would be considered off-label usage, to do so is at the professional risk of the surgeon/healthcare professional." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Initial reporter; occupation: unknown. 510k: k200972. Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The report could not be confirmed with the picture provided, as the picture showed the device with a catheter attached sitting in the tray and does not depict the event as described. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the information provided by the user indicated that the device was used in a pediatric patient, which is an unapproved patient population. The instructions for use (IFU) warn against the use of hemospray in young patients, stating: "hemospray has not been approved for use in pediatric populations, no safety or effectiveness data exists and would be considered off-label usage, to do so is at the professional risk of the surgeon/healthcare professional." Prior to distribution, all hemospray endoscopic hemostat devices are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: an educational inservice to the customer on appropriate usage of this device has been requested to be performed.